Manufacturer narrative:
(B)(4) circulation. (B)(4). The results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instructs the user that erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.

Event description:
A percutaneous peripheral intervention was performed with a stent placed in the superficial femoral artery (sfa). A dissection occured in the sfa and another stent was placed in the distal part of the common femoral artery (cfa) close to the puncture site. A pre-deployment angiogram revealed an ipsilateral cfa puncture. Upon deployment of an 8f angio-seal sts plus device, bleeding at the puncture site occurred. Manual compression was used and hemostasis was achieved. The following day the patient's lower extremity turned white and pedal pulses in the dorsalis pedis artery were diminished. Angiography and ivus revealed a foreign substance in the stents. The angio-seal was surgically removed and the suture was found within the stents. The patient recovered without complications. The physician stated that no post stent dilation was performed therefore there was space between the vessel wall and stent struts as stent malapposition occurred. The guidewire of the angio-seal was inserted through the outside of the stent struts and the angio-seal was inserted along this path. The angio-seal was deployed inside of the stents. The physician also stated that the placing of the stents close to the puncture site could have caused angio-seal deployment complications.